Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer performed troubleshooting, but the issue went unresolved. The customer reported the device is unable to turn on. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The "unit was unable to power on" problem was not reproducible. The reported "transducer fault occurred" complaint was confirmed through the events log and not duplicated during functional check